Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that, when the patient presented in hospital for routine clinical follow-up, post paced t wave oversensing was observed. Programming changes were made.